Event description:
An alarm issue was reported with the adc device sensor. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced nausea and a loss of consciousness resulting in a head injury and was unable to self-treat, requiring hcp treatment of glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device sensor. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced nausea and a loss of consciousness resulting in a head injury and was unable to self-treat, requiring hcp treatment of glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction report. There was no actual incident or user account associated with MDR 2954323-2022-15032. The complaint, user account, and medical event were incorrectly entered during training of customer service agents. The account/incident should have been entered into the testing/training environment during customer service agent training, however it was erroneously entered in the production environment of the complaint handling system. This incident was forwarded to the medical events group for processing as a regular complaint. There here was no indication in the complaint handing system that these were entered into the production environment in error, and was therefore processed as a regular complaint and submitted as a vigilance report according to established processes and procedures. Please disregard all reports associated with MDR 2954323-2022-15032.